Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the device fails accuracy by +10.75 percent during testing. There was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Other, other text: device evaluation: one device was returned and visual inspection revealed labels and housing cracked. Upon inspection, customer problem was duplicated three separate delivery accuracy tests were performed; at least one test was outside of the pump's delivery accuracy manufacturing specification. The expulsor was replaced to bring delivery accuracy into specification.